Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06532. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire were selected for use. It was noted that the rotawire was jammed in the rotaburr. No patient complications were reported.

Event description:
Same case as MDR ID: 2134265-2018-06532. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire were selected for use. It was noted that the rotawire was jammed in the rotaburr. No patient complications were reported.

Manufacturer narrative:
Updated device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has its distal tip kinked and stretched. It also presents a number of kinks along its body. Dimensional inspection revealed that the device overall length, outer diameter (od) of the distal tip, middle and proximal section of the device were within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).